Event description:
It was reported that, during the procedure there were flying sparks from the back of the device. The procedure was not completed due to this event. It occurred outside the patient; this person was under general anesthesia but there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that there were flying sparks from the back of the device. The procedure was not completed due to this event. It occurred outside the patient, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.